Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately three and half years post filter deployment, patient presented with abdominal pain. Subsequent CT revealed the left most strut may be perforated beyond the ivc wall with less than 1mm of fat plane seen on axial series. The apex of the ivc filter was slightly tilted anteriorly and to the left but did not appear to be touching the ivc wall. There was no definitive CT evidence for filter strut fracture or bending. Therefore, the investigation is inconclusive for perforation of the ivc and filter tilt. Based on the provided medical records, there is no clear evidence to confirm for perforation of the ivc as it reported that the left most strut may be perforated beyond the ivc wall with less than 1mm of fat plane seen on axial series. Based on the provided medical records, there is no clear evidence to confirm for filter tilt as it reported that the apex of the ivc filter was slightly tilted anteriorly and to the left but did not appear to be touching the ivc wall. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Due to a technical issue regarding the concomitant therapy grid, the information was removed. The information within the grid is as follows: dilantin, hydrocodone ibuprofen, metformin; trazodone,venlafaxine, clonazepam, aspirin; gabapentin,leviteracetam, lisinopril; lithium, quetiapine, tamiflu, imodium; reglan, oxycodone, lipitor, clonopin; neurontin, norco, keppra; synthroid, seroquel, xarelto. (Expiry date: 07/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Due to a technical issue regarding the concomitant therapy grid, the information was removed. The information within the grid is as follows: dilantin, hydrocodone ibuprofen, metformin; trazodone,venlafaxine, clonazepam, aspirin; gabapentin,leviteracetam, lisinopril; lithium, quetiapine, tamiflu, imodium; reglan, oxycodone, lipitor, clonopin; neurontin, norco, keppra; synthroid, seroquel, xarelto. Medical device - expiry date: 07/2017.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.